Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was no abnormal impedance detected. The event was reported as unknown if attributed to device. It was reported as unknown if event was due to ins/lead/extension. It was indicated that patient was unable to move sensation more vaginally and it stayed above the rectal onside. It was believed patient had interstitial cystitis (ic) and the device did not help. The patient was not hospitalized. The patient outcome was reported as no injury. The patient was reprogrammed on (B)(6) 2013 and (B)(6) 2014.

Event description:
It was reported that patient experienced loss of therapeutic effect, loss of bladder control and bladder pain. It was reported that the location of patient¿s symptoms were located at the perineum area. It was indicated that ¿it shorts out and causes a lot of pain¿. Patient¿s appointment was scheduled for (B)(6) 2014. It was indicated that the health care provider tried to get it reprogrammed but did not work and patient had to shut it off on his way home. It was indicated that patient had it turned off for 5 years because it was not programmed right. It was indicated that if the neurostimulator (ins) was on, it was painful to patient to cough and going to the bathroom was also painful. ¿like it was not situated right.¿ it was reported that patient had 3 recent surgeries but patient did not mentioned if it was device related. It was indicate that the patient had more tests done because ¿he was in a bad way¿. It was mentioned that they went to the bathroom every hour. The patient reported pain in their bladder and a pain scale of 10. It was indicated that the bladder pain was worsened than the surgery pain. The patient also mentioned having ¿cervical fusion was not allowing getting up and could not go in a bed pan¿. It was mentioned patient had an aneurysm after a heart cath test. It was noted that patient was rolling on the bed because he had to go to the bathroom badly." Patient stated a bedpan was brought but then the person "left." ¿the patient woke up with an aneurysm in my femoral artery and that again was because of their bladder.¿ it was indicated that patient had another appointment scheduled on (B)(6) 2014 and botox was mentioned. It was indicated that patient had the ins on for "2 hours this time" but then started coughing and it became painful so it was shut off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3093-28, lot# j0511630v, implanted: (B)(6) 2008, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).